Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00305-1. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Visual inspection of the ceramic head and the taper sleeve shows multiple marks where the head has come into contact with metallic objects on the spherical diameter and the taper sleeve shows marks on the internal taper and top face, the head otherwise looks to be in good condition. As the taper sleeve and the ceramic head remain assembled with the act artic hd, only a limited dimensional inspection could be carried out on the ceramic head (bioloxd option hd 28mm) this was found to be conforming to drawing specification. A review of the complaints database shows that we have received 1 reported event for revision unknown reason for the same item number 650-1055 & no reported events for item number 650-1065 prior to the reported event. The root cause cannot be identified with the information provided as the reason for the revision is unknown, the reported event is unlikely to be associated to the ceramic head and taper adapter as the limited dimensional checks carried out as it shows the product to be conforming. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2007 and a revision on (B)(6) 2018 where the head component was replaced with a dual mobility construct. Subsequently, the patient underwent a second revision on (B)(6) 2020 due to unknown reasons. All products were removed and replaced.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated products: medical product: mlry-hd lat por fmrl 13x170mm catalog no.: 11-104213, lot no.: 061520. Medical product: m2a-magnum pf cup 50odx44id catalog no.: us157850, lot no.: 929530. Medical product: act artic hd arcom xl 28x44mm catalog no.: xl-200150, lot no.: 997440. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00305. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2007 and a revision on (B)(6) 2018 where the head component was replaced with a dual mobility construct. Subsequently, the patient underwent a second revision on (B)(6) 2020 due to unknown reasons. All products were removed and replaced.